Manufacturer narrative:
.

Event description:
A handheld computer was returned to the manufacturer due to a routine replacement with a new motion tablet. During the physical checking of the device, it was observed that its battery appealed to be swollen. No device malfunction was reported related to that swollen battery. Review of manufacturing records confirmed all tests passed for the device prior to distribution. Analysis was performed on the returned handheld computer and the " main battery swollen" allegation was verified. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with the swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). No further anomalies were identified.